Manufacturer narrative:
Repairs have not been completed.

Event description:
The account alleged that the hi/low function ran down unintentionally. There were no injuries and the account didn't know if a patient was in the bed.